Event description:
It was reported that it is taking the pt 10 - 12 hours to charge the ipg. A new charger was sent to the pt and it did not resolve the issue. The pt underwent surgical intervention to explant and replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.